Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low and high blood glucose. Customer's blood glucose was from 40 mg/dl to 400 mg/dl. Customer stated blood glucose was over 200 mg/dl when they woke up in the mid of the night. Customer stated battery cap was broken, infusion set came out, lot of scratches and unexplained no delivery alarms. The insulin pump will not be returned for analysis.